Event description:
It was reported that a spectrum pump repeatedly alarmed upstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the false upstream occlusion alarms which were caused by low ultrasonic readings on the ultrasonic sensor. The ultrasonic sensor was replaced.